Event description:
Pt was on the oscillator and a portable chest x-ray had just been taken. The x-ray cassette was removed and the oscillator alarmed and the machine turned off. The oscillator was not hit with the x-ray cassette. The dump/red diaphragm was disconnected from caused the hfov to shut off, cannot be determined. The respiratory therapist replaced the dump diaphragm and the vent began to function again. The flexible pt circuit kit is a kit that we have in stock. As we do not have the circuit kit involved with the event, we do not know the lot or model number. The circuit kit was inadvertently thrown away. Only the diaphragm cap was kept. Diagnostic tests were conducted by our biomed and there were no problems found. The oscillator is a rental unit from (B)(4) and (B)(4) has taken the oscillator.